Manufacturer narrative:
Correction: h6 additional information: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Alexandra sim, md. "Tactful with stat tacks e inferior epigastric artery pseudoaneurysm post-hernia repair", 2024, journal of vascular surgery cases, innovations and techniques medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature study performed on a 87-year old woman who developed an inferior epigastric artery (iea) pseudoaneurysm 5 years following laparoscopic inguinal hernia repair with stat tacks mesh fixation. The patient was admitted with left groin pain and underwent an ultrasound which revealed an 18-mm. Iea pseudoaneurysm on ultrasound. Computed tomography angiography showed the neck of the pseudoaneurysm intimately associated with the stat tacks. Endovascular embolization was required to resolve the issue. Two explanations included that the iea sustained a minor injury or that the stat tack may have gradually eroded into neighboring structures, including the iea, resulting in the formation of pseudoaneurysm. Tactful with stat tacks e inferior epigastric artery pseudoaneurysm post-hernia repair dr. Alexandra sim, 2025, journal of vascular surgery cases, innovations and technique.